Manufacturer narrative:
PMA/510(k)#: p100022/s001. The ziv6-35-125-6.0-60-ptx stent of lot number c773934 was implanted in the patient, therefore is not available for evaluation. With the information provided a document based investigation was carried out. It was confirmed that images would not be available to support the complaint investigation. According to complaint information provided, intermittent claudication and worsen rutherford were observed on the patient. It can be noted that these symptoms indicate progression of peripheral artery disease and can also be associated with the restenosis process. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. Due to lack of imaging no other comments can be made. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. It may be noted that restenosis of the stented artery is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided pta was performed and no other adverse events were reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2012: two ziv6-35-125-6.0-120-ptx were placed in the patient's right lower sfa. On (B)(6) 2012: ziv6-35-125-6.0-60-ptx was placed in the patient's right upper sfa. On (B)(6) 2015: restenosis (100%) where the ptx were placed (right upper and lower sfa) was confirmed. Intermittent claudication and worsen rutherford were seen on the patient. Pta performed. As three zilver ptx devices are reported to be involved in this event, three separate reports have been submitted for each suspect device. Reference also reports 3001845648-2015-00314 and 3001845648-2015-00315.